Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). The allegation is against 1 of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: csc lead, model: 6172, UDI:(B)(4), serial: (B)(4), batch: 8166477.

Event description:
Related manufacturer reference number: 1627487-2023-00696, 1627487-2023-01017, 1627487-2023-01018,1627487-2023-01020. It was reported the patient's scalp suture had dehiscence resulting in additional surgery on (B)(6) 2023 to repair the suture. Additional information was received wherein the patient's system was explanted due to infection to address the issue.